Event description:
Upon review, it was determined that there were multiple ventricular markers as a result of oversensing signals on the right ventricular channel. However, it was noted that the signals were appropriately falling into the device-programmed blanking zone. Troubleshooting options were discussed and recommended. At this time, the pacemaker remains in service and no adverse patient effects were reported.